Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. We presume that the suggested event occurs in case the user opens tip of forceps in the biopsy channel, and that the black spots reported by the user are holes in the biopsy channel. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): operation manual_ using endotherapy accessories_ insertion of endotherapy accessories into the endoscope caution:do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endotherapy accessory may become damaged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited black spots inside the channel. There were no reports of patient involvement.